Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration confirmed by x-rays. As a result, surgical intervention was undertaken wherein the lead was explanted and two new leads were implanted. Therapy was restored postoperatively.